Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms guide cath: 6f fr stent: liberte 4 x 12 the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the loosely folded balloon, on the shaft and on the hub, consistent with the catheter used in the patient anatomy. The distal end of the balloon was bunched at the guiding catheter tip. There was blood on the abbott guide wire, on the non-abbott guiding catheter and on the rotating hemostatic valve. An attempt was made to remove the balloon catheter from the non-abbott guiding catheter, but the catheter was unable to be removed. The balloon catheter and non-abbott guiding catheter were soaked in the water to dissolve the blood. The reported deflation difficulties were unable to be confirmed as an indeflator filled with grastrografin, diluted 1:1 with water was used to inflate the balloon to the rated burst pressure to measure the inflation and deflation times, which met manufacturing criteria. The balloon refolded properly into a trifold. The inner diameter of the guiding catheter was measured with a 0.070 inch pin gauge. The balloon was removed from the non-abbott guiding catheter with strong resistance as the distal end of the balloon which became bunched. It was reported a 6 fr guiding catheter was used in the procedure, which likely contributed to the reported difficulties and noted balloon bunching. It should be noted the nc voyager instructions for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. It is likely that as the balloon was not completely deflated, it interacted with the guiding catheter, contributing to the reported resistance and noted balloon bunching. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties deflating the balloon and balloon refold issues were unable to be confirmed and the reported difficulty removing the catheter from the guiding catheter appears to be related to the operational context of the procedure.

Event description:
It was reported that during a right coronary angioplasty, a 4 x 12 mm non-abbott stent was implanted with success without pre- dilatation. Post-dilatation of the stent implant was performed with success using a 5 x 8 mm voyager nc; however, after completion of post-dilatation, difficulty was experienced deflating the dilatation balloon in that there was an excessive delay in deflation; however, the balloon was fully deflated, but could not be removed through the guiding catheter because of the poor refold of the balloon, so all devices were removed from the patient as one unit. No patient effects were reported. No additional information was provided.